Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the first device. The returned files are broken in the active part (fatigue) or at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during dhrs review (batches #1561431, #1564931 and #1565300). Through previous complaints (B)(4) received in the past for the same issue, a representative sample of unused files vdw batch #287013 had been received and tested, found in compliance with specifications. The production batch #287013 is conforming. No fault was found.

Event description:
In this event it was reported that two reciproc blue files broke during use; the outcome of the event is unknown as of this MDR evaluation.